Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vessel sealer extend instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to replicate or confirm the customer reported failure of the tip not opening. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. Energy was delivered without any issues and passed the cut test. The root cause was determined to be non-device related factors. There was also an additional finding that was not reported by the customer, and not related to the reported issue. A review of the logs showed a blade jammed failure, but it was not replicated in-house. The root cause of this failure was attributed to mishandling. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. In addition, a review of the instrument log for the vessel sealer extend instrument (part # 480422-01/lot# m90210503 0213) associated with this event has been performed. Per logs, the instrument was used on (B)(6) 2021, on system (B)(4). This is a single-use instrument. No image or video clip for the reported event was submitted to isi for review. The complaint acknowledges that the grips of the vessel sealer extend instrument did not open and were clamped on the issue. At this time it is unknown how the jaws were released to remove the instrument. Medical intervention may be required in the event that the endowrist vessel sealer fails to unclamp from tissue when commanded by the user or system. While there was no reported harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the vessel sealer extend instrument would not open while grasping tissue. The customer removed and re-installed the instrument, but the same issue persisted. A similar backup da vinci instrument was used to continue. There was no report of fragment(s) falling inside the patient. The procedure was completed with no report of patient harm, adverse outcome, or injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.